Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated essure') and abortion spontaneous ('stillbirth/miscarriage/ pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / right occlusion only". The patient's medical history included multigravida, parity 2, premature delivery, miscarriage, blighted ovum, heart disorder, aneurysm of unspecified site, gestational diabetes, streptococcal infection, hematoma, abdominal pain, anemia, urinary tract infection, postpartum pain, hypotension, anxiety, depression, dysmenorrhoea and urinary incontinence. Concomitant products included ascorbic acid;folic acid;iron;lysine hydrochloride;nicotinic acid;pyridoxine hydrochloride;riboflavin;thiamine;zinc sulfate (multivitamin iron), diphenhydramine citrate;ibuprofen (motrin pm), lovastatin, medroxyprogesterone acetate (depo provera), metoprolol tartrate (metoprol xl) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy: birth (complication)/ pregnancy (no complications)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and complication of device insertion ("left side not able to place device"). The patient was treated with fenofibrate and surgery (exploratory laparotomy, total abdominal hysterectomy, left salpingo-oophorectomy). Essure treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, complication of device insertion, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy: insertion date previously mentioned as (B)(6) 2002 and now (B)(6) 2010. Essure removal date: (B)(6) 2020 (discrepancy noted). Discrepancy noted: the removal details as per report is (B)(6) 2020. Patient experienced another two pregnancy episode in year (B)(6) 2019 (miscarriage and spontaneous abortion) and (B)(6) 2020(live birth) which captured in case (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 27-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated essure') and abortion spontaneous ('stillbirth/miscarriage/ pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / right occlusion only". The patient's medical history included multigravida, parity 2, premature delivery, miscarriage, blighted ovum, heart disorder, aneurysm of unspecified site, gestational diabetes, streptococcal infection, hematoma, abdominal pain, anemia, urinary tract infection, postpartum pain, hypotension, anxiety, depression, dysmenorrhoea and urinary incontinence. Concomitant products included ascorbic acid;folic acid;iron;lysine hydrochloride;nicotinic acid;pyridoxine hydrochloride;riboflavin;thiamine;zinc sulfate (multivitamin iron), diphenhydramine citrate;ibuprofen (motrin pm), lovastatin, medroxyprogesterone acetate (depo provera), metoprolol tartrate (metoprol xl) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy: birth (complication)/ pregnancy (no complications)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and complication of device insertion ("left side not able to place device"). The patient was treated with fenofibrate and surgery (exploratory laparotomy, total abdominal hysterectomy, left salpingo-oophorectomy). Essure treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, complication of device insertion, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy: insertion date previously mentioned as (B)(6) 2002 and now (B)(6) 2010. Essure removal date: (B)(6) 2020(discrepancy noted). Discrepancy noted: the removal details as per report is (B)(6) 2020 & (B)(6) 2020. Patient experienced another two pregnancy episode in year (B)(6) 2019 (miscarriage and spontaneous abortion) and (B)(6) 2020(live birth) which captured in case (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pfs and mr received. Reporter information, concomitant drug, patient details, other relevant history , auto-narrative supplement, event: medical device removal updated to event "migrated essure " added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migrated essure') and abortion spontaneous ('stillbirth/miscarriage/ pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / right occlusion only". The patient's medical history included multigravida, parity 2, premature delivery, miscarriage, blighted ovum, heart disorder, aneurysm of unspecified site, gestational diabetes, streptococcal infection, hematoma, abdominal pain, anemia, urinary tract infection, postpartum pain, hypotension, anxiety, depression, dysmenorrhoea and urinary incontinence. Concomitant products included ascorbic acid;folic acid;iron;lysine hydrochloride;nicotinic acid;pyridoxine hydrochloride;riboflavin;thiamine;zinc sulfate (multivitamin iron), diphenhydramine citrate;ibuprofen (motrin pm), lovastatin, medroxyprogesterone acetate (depo provera), metoprolol tartrate (metoprol xl) and paracetamol (tylenol). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device ("pregnancy: birth (complication)/ pregnancy (no complications)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and complication of device insertion ("left side not able to place device"). The patient was treated with fenofibrate and surgery (exploratory laparotomy, total abdominal hysterectomy, left salpingo-oophorectomy). Essure treatment was not changed. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, complication of device insertion, device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy: insertion date previously mentioned as (B)(6) 2002 and now (B)(6) 2010. Essure removal date: (B)(6) 2020(discrepancy noted). Discrepancy noted: the removal details as per report is (B)(6) 2020. Patient experienced another two pregnancy episode in year (B)(6) 2019(miscarriage and spontaneous abortion) and (B)(6) 2020(live birth) which captured in case (B)(4) respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and abortion spontaneous ('stillbirth/miscarriage/ pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / right occlusion only". The patient's medical history included gravida ii, parity 2, premature delivery, miscarriage and blighted ovum. On (B)(6) 2010, the patient had essure inserted. In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth (complication)/ pregnancy (no complications)"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication of device insertion ("left side not able to place device"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, abortion spontaneous, pregnancy with contraceptive device and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, complication of device insertion, medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy: insertion date previously mentioned as (B)(6) 2002 and now (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pfs received. Reporter information updated. Other relevant history updated. Essure stop date was newly added. Events:left side not able to place device, medical device removal were newly added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') and abortion spontaneous ('stillbirth/miscarriage/ pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / right occlusion only". The patient's medical history included multigravida, parity 2, premature delivery, miscarriage and blighted ovum. On (B)(6) 2010, the patient had essure inserted. In 2016, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy: birth (complication)/ pregnancy (no complications)"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication of device insertion ("left side not able to place device"). The patient was treated with surgery (medical device removal). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, abortion spontaneous, pregnancy with contraceptive device and complication of device insertion outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, complication of device insertion, medical device removal and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy: insertion date previously mentioned as (B)(6) 2002 and now (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.